Manufacturer narrative:
Date of event: date of publication. Drug-coated balloon versus drug-eluting stent for small-vessel disease. Https://doi.org/10.1016/j.jcin.2018.09.009. If information is provided in the future, a supplemental report will be issued.

Event description:
A total of 230 eligible patients enrolled in the small vessel cohort were randomized in a 1:1 ratio to receive the dcb or des at 12 sites in china. Non -medtronic dcb and resolute integrity stents were used. Target vessel locations were left anterior descending coronary artery, diagonal branch, left circumflex coronary artery,obtuse marginal branch/ramus,right coronary artery and pda/pl. Similar rates of type c dissection after dcb and des treatment were observed. Clinical outcomes reported included target target lesion revascularization and target vessel revascularization.